Event description:
It was reported that the pump initiated a bolus without user input multiple times. Reportedly, customer canceled the bolus before it was delivered. The customer's blood glucose level was not impacted. During troubleshooting, the reported issue was not confirmed and customer declined to perform further troubleshooting. No additional event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was not impacted. During troubleshooting, reported issue was not confirmed and pump functioned as intended.